Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 22-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was no error displayed on the screen. The technical support specialist investigated the issue and asked the customer to recreate the issue and record the steps. During previous checks, the tss did not observe any errors or screen freezes while navigating the system. The tss awaited a response from the customer, but no reply was received regarding further assistance. Therefore, the technical support specialist closed the case as no issues on the device.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000, unable to issue medication (53000050150120 - macrobid 100mg cap). Customer stated that drawer was able to open, but the screen became stuck afterward, it did not allow the user to scan a barcode or click anything on the screen, and there was no response at all. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.